Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zmb00, was performed. No further information was provided.

Manufacturer narrative:
Additional/corrected data: new information was received indicating that this report is a duplicate of complaint folder (B)(4) and MDR MFR report #2648035-2015-01412. All pertinent information available to abbott medical optics has been submitted.